Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported potassium with phosphorous (250ml) at an unspecified rate was initiated as a secondary to infuse over 3 hours. The user started the secondary infusion and visualized the secondary infusing into the primary and noted the bag was "bulging". There was no alarms noted at this time. The height "appropriately placed 9¿ above the primary line" and the set up was verified by both nurses. The nurse switched out the module and continue to infused the primary bag(which now had the secondary contents) without further incident through a different module." There was no report of patient harm.

Manufacturer narrative:
Concomitant product: 250ml hospira bag ndc (B)(4), lot 68-111-jt, exp 1 feb 2018, 5% dextrose injection, therapy date (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported potassium phosphorous 15 mmo(5ml)in 250ml at 85ml per hr. Was initiated as a secondary to infuse over 3 hrs. The user started the secondary infusion and visualized the secondary infusing into the primary and noted the bag was "bulging." There was no alarms noted at this time. The height "appropriately placed 9¿ above the primary line" and the set up was verified by both nurses. The nurse switched out the module and continue to infused the primary bag("which now had the secondary contents") without further incident through a different module." There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of backflow from the secondary into the primary line was confirmed. The primary set, designed without a check valve, was received with the slide clamp (located between the drip chamber and the proximal smartsite port) in the open position. A photo submitted by the customer showing the set configuration at the time of the incident also shows the slide clamp in the open position accompanied by a notation stating ¿notice the placement and the open clamps, all done correctly¿. The set was visually inspected and no damage or anomalies were observed. Functional testing with the slide clamp in the open (as-received) position confirmed backflow; in this situation backflow would be expected regardless of the proper head height differential. The testing was repeated with the slide clamp in the closed position and the slide clamp was effective in preventing the backflow. The root cause of the backflow was the slide clamp being left in the open position.